Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump when attempting to bolus. Customer's blood glucose reading was 55 mg/dl in the morning. Customer's blood glucose reading at the time of the call was 435 mg/dl and has treated with a bolus. Through troubleshooting it was noted that there may be a possible site or set occlusion. Customer declined troubleshooting. No further information reported.